Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). No fault was found and the ventilator passed pre-use check. No parts were replaced. The ventilator logs were downloaded for evaluation. On the reported event date and time, the ventilator generated alarms for low expiratory minute volume and volume delivery restricted indicating a blocked or high resistance in the patient circuit. The low expiratory minute volume alarm is generated when the measured expiratory minute volume is lower than, by the user, set lower expiratory minute volume alarm limit. The alarm for volume delivery restricted is generated when the set volume is not attained, due to imposed restriction of the set airway pressure alarm limit. This can be experienced as no gas flow is delivered thus generating the alarm for low expiratory minute volume. The ventilator was then by the user set to standby and the patient was switched to another ventilator. According to the test log, successful pre-use check was performed prior the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The cause of the alarms has not been determined but indicates that the ventilation may have been insufficient, most likely due to restrictions in the patient circuit. There are no indications of a ventilator malfunction at the time of the event.

Event description:
It was reported that the ventilator stopped ventilating. There was no measured minute volume. There was no patient harm. Manufacturer's ref #: (B)(4).